Event description:
It was reported that when the lead was connected to a competitor device, the pli normally ranges from 400 ohms to 440 ohms, but the pli intermittently spiked to 1200 ohms from 2009. The physician brought the patient in and opened the pocket to review the setscrews. The lead and device were tested, but were replaced, possible loose connections.

Manufacturer narrative:
The damange found was sustained durint the explan procedure.